Event description:
A report was received that the patient was experiencing discomfort during charging and was having difficulty charging the ipg. Database analysis revealed that the device appeared to be working as expected. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Event description:
A report was received that the patient was experiencing discomfort during charging and was having difficulty charging the ipg. Database analysis revealed that the device appeared to be working as expected. The patient will undergo a revision procedure wherein the pocket site will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision, during which, the physician replaced the ipg. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.